Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a manufacturer¿s representative went to top of a battery prior to implant and saw a por (power on reset) screen. It was stated that when interrogated with the clinician programmer 8840 it displayed the por message. The manufacturer¿s representative ¿believed¿ she saw the ¿0x2¿ error code with the por, but had already backed out of the session before this could be verified. It was stated that this was the only implantable pulse generator (ipg) she had for the case today. It was stated that the por was cleared and programming was fine now. It was stated that the battery was going to be used.